Manufacturer narrative:
(B)(4). The complaint device was not returned by the customer, therefore, no product analysis could be performed. Lead dislodgement and difficulty with extension or retraction is a known possible outcome for implantable leads, and may result from multiple contributing factors. Therefore, no further actions are considered necessary and the complaint investigation conclusion code is known inherent risk.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture when the patient was being checked due to being dislodged. The patient underwent a surgical intervention to remove the lead. During removal, helix was unable to be retracted due to the physician not having access. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture when the patient was being checked due to being dislodged. The patient underwent a surgical intervention to remove the lead. During removal, helix was unable to be retracted due to the physician not having access. No new lead was implanted. No additional adverse patient effects were reported.